Event description:
The customer reported that the keypad on the insulin pump was not responding. The customer's blood glucose was 155 mg/dl. The customer changed the battery and was about to give herself a bolus when she discovered the buttons were not responding. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.